Manufacturer narrative:
A review of the intraoperative event logs found that the system functioned normally for the duration of the procedure and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: 30 degree endoscope plus, permanent cautery spatula, two tip-up fenestrated graspers, cadiere forceps, medium-large clip applier, mega suturecut needle driver. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following an injury to the pulmonary artery during a lobectomy. The details on how the injury occurred are not provided. The surgeon stated the patient had difficult anatomy and there are no allegations against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted upper lobectomy procedure, the pulmonary artery (pa) was inadvertently lacerated; there was a lot of scar tissue due to the tumor which made the anatomy and the procedure very difficult. The patient expired the same day. The hospital risk manager stated that based on the surgeon¿s feedback, in addition to further investigation, there were no da vinci product issues or concerns and no da vinci products contributed to the complication or patient death. No additional information will be provided.